Event description:
The patient presented in the emergency room after experiencing syncope. Upon interrogation, noise resulting in oversensing and pacing inhibition, high capture threshold, high pacing impedance, and abnormal sensing was observed on the right ventricular (rv) lead. Additionally, it was reported the rv lead suffered a fracture. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.